Event description:
The customer reported that during op check an error message was received indicating that maintenance was required. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.